Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Discarded at the user facility.

Event description:
It was reported by a sales representative that during a procedure it was discovered that the delta plates had fractured post operatively. There was no medical intervention, surgical delay, or adverse consequences reported.

Manufacturer narrative:
The breakage of the plate can be confirmed according to the picture provided. According to the related IFU ¿cut the plates to shape and soften them in the water bath to bend them to achieve maximum fit¿. According to the related design risk analysis these are the possible root causes for the reported postoperative breakage/fracture: -plate too thin, -plate stability too low, deformation over bone gap (post-op). Based on the investigation, the expanded review of all relevant quality documents at the manufacturing site, there is no indication for a not correctly working product or any design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend.

Event description:
It was reported by a sales representative that during a procedure it was discovered that the delta plates had fractured post operatively. There was no medical intervention, surgical delay, or adverse consequences reported.